Event description:
During biomed testing, the device displayed a "defib fault 80" message. While troubleshooting, the device displayed a "bridge test failed" message. There was no pt involvement in the reported malfunction.